Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen via an implanted pump for an unknown indication for use. It was reported that the patient had a history of fluid collection at the pump pocket. The doctor cultured the fluid and no growth was found. They explanted the system on (B)(6) 2025 and would re-implant in three months. There was no environmental, external, patient factors that the rep was aware of. Actions/interventions taken to resolve the issue included removing the fluid and taking a culture. The issue was resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.